Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery (lad).following pre-dilatation, a 2.50 x 38 synergy drug-eluting stent was advanced to treat the lesion; however, the device was unable to cross the lesion. Pre-dilatation was again performed, and upon re-insertion of the same stent, the distal edge of the stent was lifted. The procedure was completed with a non-bsc device. No patient complications were reported.